Event description:
It was reported that during a percutaneous coronary intervention procedure, markerband visibility issues occurred. The physician feels that the markerbands on the apex balloon are sometimes difficult to see under fluoroscopy. The physician has been able to complete the procedure with the apex device, with no pt complications.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.